Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows, seal kit, diaphragm and flow sensors were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported during preuse checkout lost the ability to mechanically ventilate. There was no report of patient involvement.